Event description:
The customer reported the ventilator would not operate on ac power. The customer reported the unit was not in use on a patient, therefore there was no patient harm or involvement. The manufacturer's service technician was able to duplicate the reported problem. The service technician replaced the power supply to correct the reported problem. Performance verification testing was completed and tests passed to operating specifications. Analysis of the power supply revealed a malfunction that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.